Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was in a car accident on the job and passed away. The caller stated that they are unsure how the accident happened; the customer's car went off road and into the lake. The caller stated that the cause of death is still unknown. The caller stated that the customer's blood glucose at the time of death, at 11:18, was 156 mg/dl. The customer was wearing the insulin pump at the time of death. The customer was using sensors and was wearing a sensor at the time of death. The caller stated that the insulin pump is still in the coroner's possession.

Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
The doctor reported that the following information was received by the customer's father. It was stated the customer always had good control of his diabetes and had a good a1c. The pump had a basal rate of 1.0, and if the customer's blood glucose was too low, the pump was to stop delivering. At 2:00am, the pump alarmed low predictive and the customer's blood glucose was over 300 mg/dl. The customer took some insulin and went back to sleep. At 4:00am it alarmed low predictive again and the customer's blood glucose was 218 mg/dl. It was unknown whether or not the customer gave insulin at that time. The customer woke up, and went to work and at 11:18am he checked his blood glucose and it was 156 mg/dl. The customer always carried two sodas in his car in case of an emergency, and both had been consumed. It appeared that the customer may have pulled over to the side of the road and fell. No signs of trauma or drowning noted.

Manufacturer narrative:
Visual inspection: (unit) received with duracell alkaline battery (installed) at 0.023 volts. Minor scratched display window, scratched case, scratched reservoir tube window and cracked reservoir tube lip. The test battery (energizer alkaline) = 1.59 volts. Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/(B)(4) test, excessive no delivery test and dat test at 0.08775 inches. The stop (idle) current and run current measurement tests are within specification. Unit also passed self test, off no power alarm test and (B)(4) error test. Unit had intermittent button response on the act button. Unable to determine root cause or the intermittent button response on the act button due to pump preservation. Data analysis: there is no data available due to the unit received with a depleted duracell alkaline battery installed. Infusion set visual inspection: 42 inch long. No damage noted on the tubing. However, had broken tab at p-cap. Flow test results: passed flowrate at 81.0 sccm (standard cubic centimeters per minute).

Manufacturer narrative:
Visual inspection: unit was received with duracell alkaline battery (installed) at 0.023 volts. Minor scratched display window, scratched case, scratched reservoir tube window and cracked reservoir tube lip. The test battery (energizer alkaline) = 1.59 volts. Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. The stop current and run current measurement tests are within specification. Unit also passed self test, off no power alarm test and unexpected restart error test. Unit had intermittent button response on the act button. Unable to determine root cause or the intermittent button response on the act button due to pump preservation. Data analysis: there is no data available due to the unit received with a depleted duracell alkaline battery installed. Infusion set visual inspection: 42 inch long. No damage noted on the tubing. However, had broken tab at p-cap. Flow test results: passed flow rate at 81.0 sccm (standard cubic centimeters per minute).